Event description:
It was reported that the pt's excessive movement had caused the implant site to open and become infected. The physician noted that the pump and catheter were functioning properly without issue prior to the infection. The pump and catheter were explanted due to the infection and the pump was returned for eval.

Manufacturer narrative:
Device eval summary: the pump investigation included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per spec. Internal complaint number: (B)(4).